Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1366705) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on some unspecified date he received an insulin injection at the va "because (he) did not know that (his) sugar is already high because (his adc blood glucose) meter still reads lower". No further information was provided by the customer as he declined to continue troubleshooting, noting he had just called to order a replacement meter on the advice of the va. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.